Event description:
It was reported that the patient underwent a dlif procedure, and during surgery, the end of the threaded portion of pin sheared off in patient bone. The piece was successfully removed. The product came in contact with the patient but no fragment of the instrument remained inside the patient. No patient complications have been associated with the event.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.